Event description:
Approximately a month post operatively, after an arthroscopic rotator cuff repair (arcr) utilizing a healicoil rg sa 4.75mm, the patient presented with pain. The initial operation occurred on (B)(6) 2014 and the anchor was inserted as intended. An x-ray was taken and it was confirmed that a small fragment was left in the anchor site. The surgeon determined that tip of the inserter broke inside the patient¿s joint. The surgeon will not remove the fragment for now. The patient's condition was reported as okay.

Manufacturer narrative:
(B)(4).